Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the physician stated that he revised all the inflatable penile prosthesis (ipps) with tenacio pump that he implanted in his patients due to device issues. No additional information was provided.